Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "her body was rejecting essure". The patient's past medical history included parity 2. Allergies tests were not performed before the insertion. On (B)(4) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitive reaction"), pyrexia ("fever"), fatigue ("chronic tiredness"), arthralgia ("joint pains"), headache ("headache"), inflammation ("abdominal inflammation"), dysmenorrhoea ("painful menstruation"), menorrhagia ("abundant menstruation"), urticaria ("urticarial"), vision blurred ("blurry vision"), dyspepsia ("digestive problems"), vaginal infection ("vaginal infections"), paraesthesia ("tingling sensation in limbs"), device expulsion ("she expelled the right essure while urinating (after 6 years of insertion)"), discomfort ("discomforts") and adverse event ("ailments and sequels (unspecified)"). The patient was treated with antiinflammatory/antirheumatic products and surgery (laparoscopic bilateral salpingectomy, hysteroscopy removal of left essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, urticaria, vision blurred and adverse event outcome was unknown, the pyrexia, fatigue, arthralgia, headache, inflammation, dysmenorrhoea, menorrhagia, dyspepsia, vaginal infection, paraesthesia and device expulsion had resolved and the discomfort had not resolved. The reporter considered adverse event, arthralgia, device expulsion, discomfort, dysmenorrhoea, dyspepsia, fatigue, headache, hypersensitivity, inflammation, menorrhagia, paraesthesia, pelvic pain, pyrexia, urticaria, vaginal infection and vision blurred to be related to essure (ess205). The reporter commented: patient went to the gynecologist in 2017 (with the physician who performed the insertion) because she was sure that essure was the cause of her health problems but physician told her that everything was inside her head. She requested the removal due to reported adverse events. Since she woke up, she felt that all most all the symptoms had disappeared, currently, she only have some discomforts, for that reason she is waiting an abdominal CT with contrast, to ensure that she does not have remnants of essure she is waiting the medical consultation with the dermatologist and ophthalmologist for the treatment of the sequels (unspecified). Currently, her condition has improved in spite of the sequels. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative. Ultrasound scan - on an unknown date: other device (not expelled) was fine. After several tests, the results were fine. After 5 months, the allergy tests performed which were negative but the allergist told her that probably, her body was rejecting essure due to a hypersensitive reaction developed during the 10 years. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 11.539 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 02-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "her body was rejecting essure". The patient's past medical history included parity 2. Allergies tests were not performed before the insertion. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitive reaction"), pyrexia ("fever"), fatigue ("chronic tiredness"), arthralgia ("joint pains"), headache ("headache"), inflammation ("abdominal inflammation"), dysmenorrhoea ("painful menstruation"), menorrhagia ("abundant menstruation"), urticaria ("urticarial"), vision blurred ("blurry vision"), dyspepsia ("digestive problems"), vaginal infection ("vaginal infections"), paraesthesia ("tingling sensation in limbs"), device expulsion ("she expelled the right essure while urinating (after 6 years of insertion)"), discomfort ("discomforts") and adverse event ("ailments and sequels (unspecified)"). The patient was treated with antiinflammatory/antirheumatic products and surgery (laparoscopic bilateral salpingectomy, hysteroscopy removal of left essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, urticaria, vision blurred and adverse event outcome was unknown, the pyrexia, fatigue, arthralgia, headache, inflammation, dysmenorrhoea, menorrhagia, dyspepsia, vaginal infection, paraesthesia and device expulsion had resolved and the discomfort had not resolved. The reporter considered adverse event, arthralgia, device expulsion, discomfort, dysmenorrhoea, dyspepsia, fatigue, headache, hypersensitivity, inflammation, menorrhagia, paraesthesia, pelvic pain, pyrexia, urticaria, vaginal infection and vision blurred to be related to essure (ess205). The reporter commented: patient went to the gynecologist in 2017 (with the physician who performed the insertion) because she was sure that essure was the cause of her health problems but physician told her that everything was inside her head. She requested the removal due to reported adverse events. Since she woke up, she felt that all most all the symptoms had disappeared, currently, she only have some discomforts, for that reason she is waiting an abdominal CT with contrast, to ensure that she does not have remnants of essure she is waiting the medical consultation with the dermatologist and ophthalmologist for the treatment of the sequels (unspecified). Currently, her condition has improved in spite of the sequels. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative ultrasound scan - on an unknown date: other device (not expelled) was fine after several tests, the results were fine after 5 months, the allergy tests performed which were negative but the allergist told her that probably, her body was rejecting essure due to a hypersensitive reaction developed during the 10 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.